Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the physician had difficulties releasing the capsule from the delivery device. The capsule then attached to the patient's esophagus. There was no patient or user harm.